Event description:
The customer reported that they observed an artifact in the image. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by (B)(4). The unit was returned for evaluation. After intensive analysis, it was determined that the image artifact was caused by a problem with the tcp-d tab. (B)(4).